Manufacturer narrative:
Concomitant medical products: dtbb1d1 crt-d, implanted on (B)(6) 2014; yrec1655 stent graft, implanted on (B)(6) 2001; yrir16115 stent graft, implanted on (B)(6) 2001; yrbr2615135 stent graft, implanted on (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited suspected undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.